Event description:
A complaint was received that a patient's precision system was explanted due to infection. The infection was cultured and it was determined the patient had a mrsa infection. The patient has had mrsa infection prior to implant. The patient was put on antibiotics, and is reportedly doing well.

Manufacturer narrative:
The explanted devices will not be returned for evaluation as they were discarded by the medical facility.